Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: a1, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted ¿there were a lot of adhesions in the lower part of the abdomen with the mesh that was seen to be out of place and a large ventral wall hernia defect that was noted. At this point, we decided to abort the laparoscopic approach because of the massive amount of adhesions. A full laparotomy incision was made. The mesh had not adhered to the anterior fascia of the wall at all and easily was able to be removed and the underlying adhesions were taken down.¿ it was reported that the patient experienced severe pain, deformed abdomen/stomach and inflammation. No additional information is provided.